Manufacturer narrative:
Further information was requested but not received.

Event description:
During an unrelated procedure, it was noted there was a loss of capture and oversensing on the device. It was suspected there may have been a device header issue. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of capture anomaly and noise could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.